Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report form that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2018. A subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode. During defibrillation threshold testing, the device failed to convert the induced ventricular fibrillation at 65 joules. The patient required multiple external shock therapies to terminate the induced arrhythmia. The patient suddenly developed hypotension but was eventually stabilized by the implanting physician. The patient required hospitalization as a result of the adverse event. Boston scientific received information from the field clinical representative who confirmed that five external 200 joules shocks were required to terminate the induced arrhythmia. From the physician's perspective, the high defibrillations thresholds and non-conversion was not due to device performance but was related to the patient's condition. In order to stabilize the patient, a temporary pacemaker and an arterial line was inserted. The patient's hospitalization was extended as a result of the complications that occurred at the time of the implant procedure. The patient was discharged on (B)(6) 2018 from the hospital to a hospice unit.